Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Concomitant medical products: model: 3228, scs lead / therapy date unknown; model: 3660, scs ipg / therapy date unknown.

Event description:
Related manufacturer reference numbers: 1627487-2019-08047. It was reported that the patient's system could not enter MRI mode due to high impedance on the lead. In turn, the system was explanted so the patient could have an MRI.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.